Event description:
I was in hospital to have my baby (B)(6) 2013 and finally at night I had my precious baby boy. Minutes later, 2 two nurses and doctor tried taking epidural out of my back and couldn't and lead to breaking off in my back. The hospital told me the epidurals were faulty and should have never happened. After 2 surgeries later, they finally removed about 8 inches of epidural from my spine and back. Then later went home with my baby but unable to take care of him or myself, so my husband lost his job just to take care of us. The company of the epidural arrow has not contacted me to see if I am ok, or FDA wanna know if it was taken from all hospitals and I want them liable for what has happened to me and also the hospital. I tried contacting both with no care or response. I don't think this is fair and hope you can help. Holidays are here and my family is suffering from their mistakes. (B)(6).